Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed. The instrument was found to have a frayed grip cable at the grip hub/force amplification pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage. No pitch cable damage confirmed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the large suture cut needle driver instrument had a few broken small wires on the lead guide wire. There was no report of patient involvement.